Manufacturer narrative:
Other, other text: evaluation results: one cadd solis hpca pump was returned for investigation in used condition. There was no physical damage on the pump. The reported problem regarding the failed accuracy was not confirmed during testing. Delivery accuracy testing found the average delivery error of the pump to be within the published specification of +/-6%. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The expulsor on the pump was trimmed as a preventive measure in order to bring the delivery into more nominal range.

Event description:
Information received indicating that a cadd solus hpca pump failed the accuracy test. It was reported that the pump was over dosing, no adverse effects reported.